Event description:
It was reported that, after a tka had been performed, the patient had an unstable knee. A revisions surgery was performed to treat this advers event; during such surgery, it was noticed tha the post on the size 3-4 13mm journey ii insert was fractured, so it was replaced with a size 3-4 18mm journey ii insert. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per complaint details, the patient presented approximately 7 years post implantation with instability and it was noted during the revision procedure that the "3-4 13mm poly was fractured." However, s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported poly fracture and subsequent revision. The patient impact beyond the reported event could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.